Event description:
It was additionally reported that the target lesion was severely calcified and that the coyote balloon was removed intact.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the calcified and moderately torturous anterior tibial artery. A non-bsc guide wire and the 2mmx40mm x144cm coyote es otw balloon successfully crossed the lesion. During inflation the balloon ruptured at 6atm. The procedure was completed with a 2.5mmx20mm sterling balloon. There were no patient complications reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).